Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open procedure, the device did not fire. They then used another device to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the internal lubrication was missing on the device channel. Functional testing was performed which included loading a test sulu into the returned device. The single use loading unit(sulu) could be unloaded and loaded repeatedly without difficulty. The instrument and test sulu were applied to the appropriate test media. The firing knob was advanced with resistance. The staple line was properly formed and the knife blade cut completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur due to improper cleaning of the instrument. If the device is exposed to or submerged and the channel lubricant is removed, this can cause friction during the firing process. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.